Event description:
It was reported that during a flexible ureteroscopy with the laser the fiber ¿tip detached inside of the patient." Doctor attempted to retrieve the fiber tip with a dormia. No additional information provided. Patient outcome: no patient or user injury reported.